Event description:
Account tested ica on two pts. The results were reported out of the analyzer as mmol/l. The lis system that the account had the analyzer attached to labeled all results as mg/dl. With the first pt, this was a donor pt that was on life support. This pt had ica tested, results were very low, and doctor ordered pt to receive ica. No info about the pts current condition. The second pt was in o.r. Testing was done on suspect analyzer. The ica result was 0.789 mmol/l. Account was used to mg/dl and lis system printed out result of the results. No info about the current condition of the pt. The pc tower had recently been exchanged by a field service rep and the units on the suspect analyzer were not changed back to mg/dl.